Event description:
Study event. Device malfunction: none. Symptoms/ae: mild right arm and leg weakness. Time of symptoms/ae: during procedure and post procedure. It was reported that the pt experienced a left hemispheric tia pre-deployment of the embolic protection device. The condition resolved within 4-6 hours. Post-operative neurologic evaluation revealed mild right arm and leg weakness. The condition is continuing to improve. No add'l info available.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.